Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 27.1 mmol/l. The customer reported that they experienced nausea and vomiting as a symptom of high blood glucose level. The customer stated that they treated high blood glucose level with syringes. The insulin pump will not be returned for analysis.